Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This event occurred in (B)(6).

Event description:
Allegedly when bending forward to the wash basin, the patient heard a short cracking sound in the hip area. Revised due to broken femoral neck.